Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Image review: images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review noted a series of fluoroscopic cine loops of the implant procedure was provided for review. The patient summary was not provided for anatomical review. Based on the provided images, directly after the implantation, a mild to moderate paravalvular leak (pvl) could already be observed in cusp overlap and ap/ lao projection. Reportedly, no pre-or post-balloon aortic valvuloplasty (bav) was performed. No adverse patient effects were reported. An increase of trans-aortic valve gradient can suggest thrombus formation, but could not be confirmed via the transesophageal echocardiogram (tee). The first gradient of 15.4 mmhg was assumingly measured with catheters minimally invasive while the second one 11 months later was stated to be measured with tee. Blood pressure measurements done by echo are doppler derived values and can differ from invasive measurements. Furthermore, it was not stated if both measurements were done under sedation or half-conscious which could have had a strong influence on the blood pressure. Both factors may explain the apparent pressure differences. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of the bioprosthetic transcatheter aortic valve the baseline mean aortic gr adient measured 32.2 millimeters of mercury (mm hg). Of note, the native aortic valve exhibited severe calcification especially behind the left coronary cusp and non-coronary cusp. Following the valve implant with placement of the transcatheter valve at 4 mm on the non-coronary sinus (ncs), the gradient measured 15.4 mmhg. Approximately 11 months following the implant of this transcatheter bioprosthetic valve, increased aortic pressure gradients were observed via transesophageal echocardiogram including a mean pressure gradient of 24 mmhg, 38 mmhg was the maximum pressure gradient, along with mild-moderate paravalvular leak, and suspected valve thrombosis. Additionally, mild aortic valve stenosis was observed, and no thrombi in the left atrium; however, an anticoagulant medication was recommended and unspecified treatment reported. It was later reported that there was no evidence of thrombus or leaflet thickening. A computed tomography scan of the heart was scheduled later to follow up. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the patient reported stable performance in everyday life without deterioration.